Manufacturer narrative:
(B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The loaner device was previously returned to pentax medical from a customer on 30-nov-2020. Inspection of the unit was performed on 03-dec-2020 where the quality control inspector found the following: inspection of the suction arm was performed under service repair number (B)(4) and the device failed the inspection criteria. The endoscope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to the loaner inventory upon completion. The endoscope repair includes the following components: o-rings and seals, balloon feeder/return tube, operation channel, distal joint screw m1, insertion flexible tube, staycoil assy attaching screw, staycoil collar, bending rubber, segment staycoil assy pb-free, suction nipple, light guide cable lg connector, light guide cable long, sub connector pb-free, heat-shrink tube ID=5mm l=30mm, cn3 label pb_free, cn4 label pb-free, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5). Pentax model eb-1970uk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2017. The endoscope is awaiting repair and approval by final qc as of 31-dec-2020.